Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2011; 4965-25 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported there were increased right ventricular lead capture thresholds which resulted in increased ventricular pacing outputs. It was further reported there was poor right atrial lead sensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.